Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure (age of pt, over 18). According to the complainant, "it went to the beginning steps and restarted again once it was at the ablation phase". Follow up info received on 31 aug 2009, revealed the unit went to the beginning steps, restarted again once it was at the ablation phase and restarted to the 'open procedure set' command, and there were no alarms or error codes. The procedure was completed with another of the same device and there were no pt complications reported.

Manufacturer narrative:
Although the complainant indicated that the product would be returned, the product has not been returned for evaluation; therefore, a failure analysis of the complainant device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).